Event description:
It was reported that the caller was unable to get episode data after the patient sent in a carelink transmission. Episode list showed invalid data. Technical services reviewed the data and stated a transmission occurred as well as a power on reset (por) on the same day. A bit flip was found at the time of interrogate which resulted in the por. Technical services discussed that the patient will need to come in to reload the software and suggested that they inquire if the patient is having radiation therapy or mris, etc. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in the field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, implanted: (B)(6) 2009; 5076-58 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).